Manufacturer narrative:
One 72204043 8.5mm retrograde drill use during treatment, was returned for evaluation. The product did not display any breakage but did display jamming due to built up bone material. The debris inhibited proper articulation and deployment of the blade. It was unknown whether the blade cleared the condyle tunnel fully. This is necessary for visibility and proper articulation and rotation of the blade. It was unknown whether the guide wire was fully retracted prior to blade articulation. Per IFU: read these instructions completely prior to use. Warning: if resistance is felt when deploying the cutting blade, confirm that the black laser line on the drill head is visible out of the tunnel, guide wire is pulled back within the groove and no longer in the drill head window, and bone debris is cleared from drill head window. Take caution if bone debris removal is necessary to prevent any damage to the wire attached to the cutting blade. Note: to ensure that the cutting blade opens in the visual field, slowly rotate the retrograde drill until the ¿+¿ on the distal drill head or on the external orange cylinder is completely visible. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery some bone got stuck in the flip mechanism of the drill. The flipped drill would not go back to its original position and it broke inside the patient. All the pieces were removed and the procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.